Event description:
"Five lancets misfired this morning on one patient." Spoke with manager of area who feels this was a technique issue as others are using the same lancets without problems. Manager states you have to hold the lancet firmly against the skin before "firing" it to get it to work. The concern is that there may be a human factors design problem affecting the use of the device.